Manufacturer narrative:
Concomitant medical products: 5568-53, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and a steady increase in pacing impedance which is now high and undefined. A possible lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.